Event description:
Allegedly revised to a 12mm insert. Patient was having a patella tracking problem. While there, insert changed out. Minimal wear seen.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested. This report will be amended when the investigation is complete. This event occurred in another country.